Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that in (B)(6), a radial arterial line was inserted with flash back visualized and spring wire guide (swg) advanced. When the clinician attempted to advance the cannula and retract the swg, the cannula snapped and the system was partially retracted leaving the distal cannula in the artery. An incision was made to remove the broken piece of cannula with forceps. There was no pt death or complications.